Event description:
Patient had a grossly failed left total hip arthroplasty with fractured ceramic head, well-fixed component.intraoperatively, the surgeon attended to the cup, the ceramic head with multiple pieces. The team attempted to remove all pieces and to reassemble the ceramic at the back table. They explored the entire wound looking for ceramic pieces that could be found. The polyethylene was removed; it was grossly failed through wear and the screw hole were in the polyethylene cells of the metal cup was exposed.